Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high pacing thresholds which resulted in loss of capture. The ra lead was explanted and replaced. An x-ray was taken at the time of the procedure which did not reveal any abnormalities. No additional adverse patient effects were reported.